Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the mega suturecut needle driver instrument broke and a piece of wire came out of the instrument inside the patient's abdomen. It was still attached to the instrument when it was removed. The procedure was completed as planned. It is unclear if a fragment from the instrument broke off and fell inside the patient's abdomen. In relation to the reported event, intuitive surgical, inc. (Isi) also received voluntary medwatch report (MDR report #mw5153872) with the following event description: "during a robotic inguinal hernia repair using the davinci xi, the megacut needle driver had a price if wire that came out position in the patients abdomen during surgery. Wire still attached to the instrument when removed from abdomen. No pieces of wire left over in patient, all pieces accounted for. X-ray performed. Defective instrument removed and sequestered off sterile field. RMA filed with davinci company."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.